Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, anterior colporrhaphy with mesh, vaginopexy and perineorrhephy due to pelvic prolapse and sui. It was reported the patient underwent a revision of the vaginal mesh and cystoscopy due to extrusion of vaginal mesh on (B)(6) 2009. Patient underwent cystoscopy, pelvic examination and vaginoscopy due to urge incontinence, nocturia , incomplete emptying, pelvic pain and possible infected mesh sling on (B)(6) 2013. It was reported the patient underwent urethrolysis, removal of vaginal mesh, cystocele repair and kelly plication due to pelvic pain possible infected sling, cystocele and urethral hypermobility on (B)(6) 2013. (B)(4).